Event description:
It was reported that this right atrial (ra) dislodged after the patient underwent a heart procedure, with it subsequently explanted with a new lead implanted. The dislodgement was confirmed by fluoroscopy. No additional adverse patient effects were reported. The device is not expected to return for analysis.